Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user reported that the bellows were not functioning and there was an error message of 'pressure measurement faulty' during testing. No patient involvement was reported.